Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation confirmed that the black plastic surrounding the impactor handle had fractured. A design review action was completed (dra-001725) and showed that the radel material showed no systematic failure as the instruments analysed did not follow any significant functional or assembly method trend. Following completion of a health hazard evaluation (dva-10829-hhe) it was concluded that the risk is medium no further action is necessary. This is because users are required to visually inspect the instrument prior to use and that if the radel material was to be left in a patient it would not cause any cell lysis/toxicity (as per the biocompatibility results). The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The poly handle is broken at the top.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.